Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms, and there were no threshold measurements when connected to the ICD. This occurred during an implantable cardioverter defibrillator (ICD) implant procedure. The physician checked the leads were in the correct ports and reinserted into the header. A shock was attempted and this rv lead exhibited code 1005, indicative of an open circuit condition during shock delivery. The shock electrogram (egm) was flat. It was suspected that the distal coil conductor was broken when the physician manipulated the connections. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.